Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly and or motor noted. The device was received with cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
Customer reports to have received a button error alarm. Customer reports to have dropped insulin pump and briefly went into swimming pool with insulin pump attached. Customer states insulin pump functioned after jumping into swimming pool. Customer's blood glucose was 272 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.